Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a hospitalization on (B)(6) 2016 due to low blood glucose levels. The customer's blood glucose level was 38 mg/dl. The customer did not know about her symptoms, treatment, or cause. The customer stated that she drank a lot of juice beforehand, but it did not raise her reading. The customer was advised to call back if problems persisted. Nothing was replaced or returned for analysis.